Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an "er5" message. Per the onetouch ultra owner's booklet, an error 5 message can be due to "insufficient sample or a meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began at an unspecified time on (B)(6) 2011. The cca was advised by the patient that she takes 500mg of metformin to manage her diabetes but denied making any changes to normal diabetes management routine in response to the reported issue. Within thirty minutes after the alleged issue began, the patient claimed to have developed symptoms of being "drunk, dizzy like, disoriented, and sweaty". The patient denied receiving any medical treatment due to these symptoms. During the troubleshooting, the cca determined that the meter was not coded correctly but did confirm that the patient was using the correct type of test strips. The cca went through the proper testing and coding procedures as recommended per the owner¿s booklet. Replacement products were sent to the patient. This complaint is being reported because although the patient denied any medical intervention, the patient claimed to have developed symptoms suggestive of a serious injury after the alleged issue occurred.